Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "caller stated test strips will not go into meter but they do work in another verio meter". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed.